Manufacturer narrative:
The knee was done in 2013. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial tka, patient visited surgeon for suspected osteolysis. The femoral bone on the medial side appears to show osteolysis. Surgeons working on scheduling the patient soon for a revision.

Manufacturer narrative:
Additional information: g4, g6, h1, h2. The patient underwent a revision procedure on (B)(6) 2022 which was reported under manufacturer report number 1038671-2022-00449.